Event description:
Pt did back to back blood glucose tests, one after the other, using differnt finger sticks. The results were 285 and 352 mg/dl. Pt did not have any symptoms. A control test of 121 mg/dl was in range. On followup, the rptr stated that pt is newly diagnosed and is learning to use the meter. No harm was alleged.